Event description:
It was reported that port was implanted in arm as replacement for a PICC in 2004. In 2005, during access of port, clinicians were unable to get blood return. Pt was taken to x-ray and catheter was noted to be in inferior vena cava. Clinicians removed catheter through femoral artery. Port and catheter removed in 05. No reported patient complications.